Event description:
Voluntary medwatch report received reported that the leads were explanted due to pocket erosion. No patient condition was reported.

Manufacturer narrative:
Correction: h11 should have been reported with the following "UDI is not available as product information was not provided."